Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 05-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid and bupivacaine (concentrations and doses unknown) via an implanted pump for non-malignant pain. It was reported the patient had the pump for pain in the foot and leg that originates from the nerve that passes through the l4-l5. It was noted the pump worked fine, but the catheter was implanted in a location that delivered drug to a spot that actually increased the pain felt rather than decreases. It was reported the initial medication put in the pump "the one that they used to use in battlefields" did not work, so the healthcare provider (hcp) put in dilaudid at 25 "microns" which was "way too much and caused a great deal of pain so he went down to 10". The hcp added bupivacaine to dilaudid "as a salve for the nerve being offended" but "it hasn't worked". The reason for the call was to ask if there was a tool that could be threaded up the catheter to cut the catheter from the inside out and still deliver medication. The patient was redirected to the hcp.